Event description:
It was later reported that the system received s3 codes. After switching the patient to the backup system, the console and flow probe were connected to a mock loop and the s3 alarms were reproduced.

Manufacturer narrative:
The initial report was inadvertently reported as a cfn-based report (MFR report number: 2916596). This report should have been reported as a fei-based report (MFR report number: 3003306248). Section a, d4: patient and device information were requested but not provided. Manufacturer's investigation conclusion: the centrimag motor is being evaluated for the reported event of blank flow and s3 alarms. The centrimag motor was not returned for analysis; however, the reported event was determined to be related to the returned and associated centrimag 2nd generation primary console. Several good faith efforts were sent to retrieve additional information regarding the serial number of the centrimag motor; however, no response was received. The device history records were unable to be reviewed due to the serial number of the motor being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during bivad centrimag support the centrimag mag monitor flow display stopped displaying values. Speed was displayed and blood flow remained to the patient. Blood flow was confirmed by attaching a separate non-cmag flow probe to the system. The cmag flow probe was exchanged which then displayed down arrows. The system received s3 codes. The console and flow probes were removed and the patient was switched to a backup system without incident. Cmag console MFR#: 3003306248-2022-12512. Flow probe MFR#: 3003306248-2022-12519.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.